Manufacturer narrative:
Correction: the date of the initial report is october 27, 2014; not november 27, 2014 as previously reported. Correction: the initial date received by manufacturer is october 27, 2014; not november 27, 2014 as previously reported. This report is filed january 26, 2015.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced poor sound quality with device use and tinnitus resulting in the decision to explant the device. The device was explanted on (B)(6) 2014; during the same surgery the patient was reimplanted with a new device.